Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was unable issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) stated that customer called reporting that she was unable to issue a medication because the drawer would not open. Tss had the customer log out completely, and once she signed back in, she was able to issue the medication without any further issues. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the issue.

Manufacturer narrative:
Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) stated that customer called reporting that she was unable to issue a medication because the drawer would not open. Tss had the customer log out completely, and once she signed back in, she was able to issue the medication without any further issues. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.